Event description:
It was reported that: swg unravelled the wire unravelled after the swg was put in to the cvp. A new set was used to finish the procedure. The issue was identified during use on patient. There was no reported patient harm but the patient current condition is unknown.

Manufacturer narrative:
Qn# (B)(4). The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: swg unravelled - the wire unravelled after the swg was put in to the cvp. A new set was used to finish the procedure. The issue was identified during use on patient. There was no reported patient harm but the patient current condition is unknown.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Section d.4.-(UDI)# corrected to (B)(4). The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: swg unravelled - the wire unravelled after the swg was put in to the cvp. A new set was used to finish the procedure. The issue was identified during use on patient. There was no reported patient harm but the patient current condition is unknown.